Event description:
Device analysis revealed, error 46440, due to a defective downstream occlusion sensor, a defective upstream occlusion sensor and damaged downstream occlusion seal. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned, for analysis in used condition. Visual inspection showed, the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows 46440 error. Functional testing found a defective upstream occlusion (uso) sensor and the 46440 error. The primary problem was, due to a defective dso sensor. The dso sensor, seal and uso sensor were all replaced.